Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The noise was sporadic and was unable to reproduced except once in-clinic. Impedance and sensing were normal, the physician elected to replace the lead during a normal device change-out procedure. During procedure, the lead was found with insulation damage, and the wire could be seen. The lead was capped and replaced on (B)(6) 2020. The patient was stable.